Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited clogging of the jet tube due to foreign objects coming out of the distal end. There were no reports of patient involvement.

Manufacturer narrative:
Updated/ corrected information: b5, d9, g3, h4. New g3 information received: the reportable evaluation finding of jet tube clogging due to foreign objects coming out of the distal end was found on 18sep2024. G3 in the medwatch updated to reflect the reportable finding date based on evaluation.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the scope. There were no reports of patient involvement.